Manufacturer narrative:
The investigation for the saturated flow on the pump has been completed. The product was not returned for investigation. Data logs confirm saturated flow but no motor current spike or other alarms related to that were seen. Per the given clinical information, the root cause of the saturated flow issue was not determined since product was not returned and data logs were inconclusive. B1-selected adverse event b2-selected death. B5-added pms review determination. H6-impact code changed to 1806.

Event description:
The patient expired after care was withdrawn. The patient's outcome was reviewed by the post market surveillance team and it was determined that this reportable event will be classified as a death.

Manufacturer narrative:
The impella device was not received from the customer and follow up with the field service representative has not been completed therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male was implanted with an impella 5.5 for escalation of therapy. On day 13 of support, the impella pump had shown signs of saturated flow and requested the product representative to come and troubleshoot it. The patient on this pump was reported to be hemodynamically stable.